Event description:
A taxus drug-eluting stent was deployed in the left circumflex artery of a pt with a severe stenotic lesion. After stent balloon inflation, the balloon did not want to deflate at all and had to be punctured with a wire and forcibly pulled out of the artery. The pt developed a pericardial tamponade from coronary perforation.